Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that upon presentation for routine follow-up this pacemaker exhibited a higher than expected power usage and showed approximately one year remaining longevity after approximately 23 months of service. Pacing threshold measurements were normal for both the right atrial (ra) and right ventricular (rv) leads though some instances of ra noise were noted. Though the ra noise did not impact therapy the physician reprogrammed the device from ddd to vdd mode. Disk analysis was performed confirming the device was operating at a higher power consumption that would be explained by therapy; device replacement was recommended. A revision procedure was later performed wherein the device was explanted and replaced. At the time of revision it was noted that ra pacing thresholds were consistent between the pacing system analyzer (psa) and new pacemaker but the explanted device exhibited measurements significantly higher. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.